Manufacturer narrative:
(B)(6).

Event description:
The manufacturer¿s international service technician reported that the touchscreen was not working. Although touchscreen calibration was performed, the issue was not resolved. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue by checking that there was misalignment in the reaction of touchscreen even after calibration was performed. The touchscreen was replaced, and the issue was resolved. The device was returned to service. Based on information provided and/or service performed, the alleged malfunction was confirmed.